Manufacturer narrative:
Sr (B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was downloaded previously for evaluation and it confirmed the customer complaint. The reported event of transmitter failed error was confirmed. The root cause cannot be determined .

Manufacturer narrative:
(B)(4).

Event description:
The root cause was determined to be a premature low transmitter battery warning.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the displayed device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A root cause could not be determined.